Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced issue of 5 infusion sets cannula being crimped on (B)(6) 2024. This issue led to an increase in blood glucose level, which was treated with correction bolus via pump.the symptoms were noticed within 3 hours of insertion, the site of insertion was abdomen. Furthermore, the patient confirmed the introducer needle was ahead of the cannula prior to insertion. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 5.